Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was bumped and that the insulin pump is making an alarming noise and has a flashing white screen. The customer stated that they were cleaning at his church with cousins when they began playing around and his cousin threw a mop and it hit his leg and the insulin pump. The customer stated one minute later it started to beep. There was no troubleshooting performed for the customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unit was received with scratched case and minor scratched lcd window. Unable to verify missing segments/partial display due to flashing white light on display.

Manufacturer narrative:
The correct information has been provided with this report.